Manufacturer narrative:
U.s. Agent notified on (B)(4) 2013. Evaluation on-going at manufacturing site.

Event description:
Country of complaint: (B)(6). During surgery with caiman it came to sparking in the jaw area after cleaning with octenisept. This was reproducible with a moist tissue. Indication: hysterectomy. No patient injury, prolongation more than 15 minutes. Surgery was successfully finished with a competitor-product.